Event description:
It was reported that customer passed away and was wearing the pump at time of death. Customer's family member reported that the customer's blood glucose was 200 but cause of death is currently unknown.